Manufacturer narrative:
B3: approximated event date to 12/31/2023, as the procedures occurred in 2023. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: tam, mt. Et al (2025). Combined pulsed field ablation and left atrial appendage occlusion - a multicenter comparative study. Heart rhythm. Doi: https://doi.org/10.1016/j.hrthm.2025.03.1968.

Event description:
Reported via journal article. It was reported that leaks occurred. This is a retrospective cohort study of consecutive patients undergoing combined pulsed field ablation (pfa) and left atrial appendage occlusion (laao) procedures in 3 centers in 2023. This cohort included 36 combined, 48 standalone laao and 52 standalone pfa cases. They underwent pfa pulmonary vein isolation (pvi) with farapulse, followed by laao with watchman flx guided by transesophageal echocardiogram (tee). The serious injury reported was presence of a peri device leak (pdl) of more than 3mm or greater, which was considered significant to the physicians. At the 3 month follow up, the rate of pdl did not differ between combined and standalone laao cohorts. However, significant pdl (greater than 3mm) occurred more commonly in the combined cohort compared to standalone laao cohort. However, small leaks (less than 3mm) tend to spontaneously resolve, while larger leaks persist. In patients with larger leaks, it remains unclear if anticoagulation should be continued or additional intervention should be attempted to close the leak.